Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus and cursor weren't aligned. The connection between the overlay and xy board were reseated and the stylus was calibrated . Reconfigured the hard drive, reloaded, and updated software. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer calibration was out by an inch approximately. Troubleshooting was carried out including the use of different pens and a reboot however the issue persisted. The programmer is expected to be returned. There was no patient involvement. It was further reported that the device returned for service.